Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 400 mg/dl and it was addressed with a bolus via the pump. Reportedly, the customer is unsure if the bg level was due to pump/supplies or if it is related to other unspecified health conditions. Recommendation was made to call back when the customer experiences a current elevated bg level to troubleshoot.